Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('fracturing of device') and genital haemorrhage ('abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. There were no sub mucous fibroids or polyps. Concurrent conditions included general anesthesia (essure insertion procedure) since (B)(6) 2010, endocervicitis, nabothian cyst and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rashes"), alopecia ("hair loss") and abdominal pain ("abdominal pain,"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomies, endometrial ablation in (B)(6) 2013 and surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, rash, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, genital haemorrhage and rash to be related to essure. The reporter commented: the hysteroscope was inserted and a good view of the intrauterine cavity was obtained. Both tubal ostia were visualized. The uterine cavity appeared normal. There were no sub mucous fibroids or polyps. There were three trailing coils on each side. The patient tolerated the procedure very well. She was awakened from anesthesia and was taken to the recovery room in good condition. Discharge medications: tylenol no. 3, 1-2 per oral every 4-6 hrs for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('fracturing of device') and genital haemorrhage ('abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. There were no sub mucous fibroids or polyps. Concurrent conditions included general anesthesia (essure insertion procedure) since (B)(6) 2010, endocervicitis, nabothian cyst and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("skin rashes"), alopecia ("hair loss") and abdominal pain ("abdominal pain,"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy, bilateral salpingectomies, endometrial ablation in (B)(6) 2013 and surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, rash, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, genital haemorrhage and rash to be related to essure. The reporter commented: the hysteroscope was inserted and a good view of the intrauterine cavity was obtained. Both tubal ostia were visualized. The uterine cavity appeared normal. There were no sub mucous fibroids or polyps. There were three trailing coils on each side. The patient tolerated the procedure very well. She was awakened from anesthesia and was taken to the recovery room in good condition. Discharge medications: tylenol no. 3, 1-2 per oral every 4-6 hrs for pain. Lot number: 676717 09 manufacturing date: 2009/09 expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("fracturing of device") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. There were no sub mucous fibroids or polyps. Concurrent conditions included general anesthesia (essure insertion procedure) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), alopecia ("hair loss") and abdominal pain ("abdominal pain,"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, genital haemorrhage, rash, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, device dislocation, genital haemorrhage and rash to be related to essure. The reporter commented: the hysteroscope was inserted and a good view of the intrauterine cavity was obtained. Both tubal ostia were visualized. The uterine cavity appeared normal. There were no sub mucous fibroids or polyps. There were three trailing coils on each side. The patient tolerated the procedure very well. She was awakened from anesthesia and was taken to the recovery room in good condition. Discharge medications: tylenol no. 3, 1-2 per oral every 4-6 hrs for pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 27-oct-2017: summons received: event medical device removal and device complications deleted and event migration fracturing of device, abnormal bleeding, skin rashes, hair loss, abdominal pain, pain added. Essure removal date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.